Event description:
The event involves a patient who underwent gastroenterostomy. During the surgery, the surgeon engaged the circular stapler for firing position and it made an attempt to fire but it would not fire. The unit was turned off, reset and a second attempt was made with the same result. The unit was replaced with a new unit, and it worked without incident.